Event description:
Device report from synthes reports an event in japan as follows: it was reported that a patient underwent a posterior cervical fusion (c3) for the vertical subluxation on (B)(6) 2022. After insertion of the lateral screw at right c3, the surgeon tried to change direction of the screwhead with the adjuster, but the screwhead did not move. There was a possibility that the screw hit the bone because the screw insertion was too deep. Although the surgeon floated the screw slightly in reverse, the screwhead did not move. When the surgeon turned the screw backwards with the adjuster, the screw started to come out. After removing the screw, the surgeon checked the screw, and the screwhead was stuck and did not move at all. The screw hole was widened because of removing the screw with the adjuster, so a larger size screw was inserted. The surgery was completed successfully within a thirty (30) minute delay. Inadequate installation of the screwdriver was suspected. The screwdriver tip might have not been firmly attached in the screw core. The patient status was reported as stable. This report is for a screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: nkg. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the 4.0 ply scrw 3.5x14 . A dimensional inspection was performed for the 4.0 ply scrw 3.5x14 and met specifications. A functional test was performed, the device was jammed from the head/ screw union, the head did not swivel on the screw when it was manipulated. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 4.0 ply scrw 3.5x14 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: conforms. Device history: a manufacturing record evaluation was performed for the finished device, product code: 102035114s, lot number: 347073. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 28/06/2022, qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.